Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a liner which was loose from the cup. Some soft tissue was found between the liner and the cup.